Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 7:00am he experienced symptoms described as, "his brain might be disconnecting from his body", shaking and sweaty. Customer further reported he was unable to test due to his adc blood glucose meter displaying a blank screen. Customer further reported he self-treated with glucagon and was given "soda" by his neighbor/roommate at 7:10am. There was no report of addition third party medical "invention". There was no report of death or permanent injury associated with this event.